Manufacturer narrative:
This event occurred outside of the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device did not identify any performance issues, but the calculated longevity result of 75% was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant product: unknown implantable pacing lead. (B)(4).

Event description:
It was reported that the patient was experiencing tachyarrhythmia with a heart rate of 150 beats per minute. It was also reported that the right ventricular (rv) lead was not capturing at high output. During the revision, the lead was connected to the analyzer and normal values were observed. When the rv lead was reconnected to the device, the rv threshold measurement was low. As the physician was unable to determine the cause of the differing threshold measurements (and the device was nearing the elective replacement indicator), the lead was capped and replaced and the device was explanted and replaced. Additionally, the patient was restored to normal sinus rhythm with a 15 joule shock. No further patient complications have been reported as a result of this event.